Manufacturer narrative:
(B)(4)

Event description:
It was reported that collar fracture occurred. The target lesion was located in the right coronary artery. During procedure, it was noted that the collar of the guidezilla¿ guide extension catheter was fractured. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Microscopic and tactile inspection of the tip, distal shaft, collar and hypotube were done. Inspection observed a complete separatin of the shaft at the collar with the polytetrafluoroethylene (ptfe) fully pulled out from the collar. Tip damage was also noted. There were numerous shaft kinks observed as well. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that collar fracture occurred. The target lesion was located in the right coronary artery. During procedure, it was noted that the collar of the guidezilla guide extension catheter was fractured. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.